Event description:
It was reported that (1) device was about to be used during a splenectomy. It was reported by the affiliate that the closing of the tim20 clip is smooth until full closure of clip, which is a violent quick movement. This is not acceptable, as control of closure is lost at this point. The device was not used in the pt. There was no consequence to the pt.